Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently did not include patient assessment on reported events.

Event description:
Although the company representative noted that vns magnet stimulation was beneficial for the patient, the patient did not believe that the magnet helped his seizures. No additional relevant information has been received to date.

Event description:
It was reported that a patient experienced continuous seizures 4 days after an open heart surgery. The reporting medical professional reported that the seizures occurred when sedation was held, so the medication was kept low. The medical staff attempted to swipe the vns magnet when the patient had big seizures, but did not see any indication that the magnet was initiating stimulation. The medical professional was unsure whether the patient's seizures were related to vns. A company representative checked the patient's device several weeks after the seizures occurred. Diagnostics were within the normal limits. The magnet swipes reportedly helped the patient's seizures prior to surgery, but not afterwards. The patient had experienced the seizures when the medical team was attempting to extubate him. The patient's vns settings were increased. The patient was then transferred to another hospital. No additional relevant information has been received to date.